Event description:
The patient reported they were getting symptom control of 50% or better. The patient stated she started therapy on program 1 and was getting at least 50% reduction in symptoms. It was noted that on (B)(6) she stopped being happy with their implantable neurostimulator (ins) and had a couple times where it 'wasn't as good' as she expected and switched to program 2. The patient stated last night she had bad diarrhea so she switched to program 3. The patient stated ins has been on since implant except when she was driving (only during the first two weeks). The patient had follow up with doctor after 1 week with ins. The patient stated that stimulation was not as helpful as before. The patient's indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.